Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the camera foot pedal was stuck, depressed causing the arms to lock up. The fse could not disengage camera pedal. The fse then removed and replaced footrest assembly to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed the customer reported complaint the camera control pedal was stuck in the down position. Installed the footrest assembly into the pca xi test system and it failed with broken camera pedal and instruments pedal not working properly.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the site called mid procedure to report that the arms move on console but not on instruments. Customer specified stating that the master tool manipulators (mtms) were intermittently controlling the instruments. Prior to the call, customer started a power cycle and surgeon moved to another console, system power up and the issue was resolved. Customer further stated that the camera control pedal was stuck in the down position on the original console, this is likely causing the mtms to lock out intermittently. The technical support engineer (tse) recommended customer try to unstick camera pedal, customer stated that they want to leave the system as it was so the surgeon could complete the case. Customer continued with case. The procedure was converted to another dv with no reported injury.